Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited low pacing impedance measurements in the 250-300 ohms range. Subsequently, low out of range pacing impedance measurements less than 200 ohms was observed. Additionally, decreased r-wave measurements and increased threshold measurements was observed. Outputs were noted to have been increased due to the increased threshold measurements. A lead insulation issue was suspected. No adverse patient effects were reported. Available information indicates this product remains implanted and in service.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that surgical intervention was undertaken and this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. No additional adverse patient effects were reported.